Event description:
Customer reported erroneous high accu tni (troponin I) test results were obtained for two patient samples tested on a unicel dxc 600i synchron access clinical system. The initial test result was above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. The test results were not reported out of the laboratory. Repeat analysis was performed. The repeat test results were within normal range and were reported. No reports of death or serious injury, and no affect to patient treatment as a result of this event.

Manufacturer narrative:
Customer reported that a patient sample with a high troponin result was run immediately prior to each of these samples. Customer suspected carryover. Customer performed carryover testing on both the cta (closed tube aliquotter) and the access 2 instrument. Data provided by customer shows all carryover testing passed requirements. Samples were collected in lithium heparin plasma tubes with gel separator. Centrifugation for 10 minutes at 3300. Both samples were run on the cta from their primary tubes. Quality control (qc) is run twice daily and is processed through the cta. Qc has been recovering within range. A system check run on (B)(4) 2010 passed. Customer ran another system check on (B)(4) 2010 after the event, passed all parameters. There were no event log messages generated with this event. Service was not dispatched. Analyzer passed all quality control and system checks executed by the customer. Root cause was not determined. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for additional reportable events.